Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient has not been seen since the post-operative visit in 2009 and was doing well then. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.